Event description:
The customer contacted stryker for preventive maintenance of their device. During evaluation stryker observed that the device alarmed and stopped working. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device alarmed and stopped working. After replacing the control pcb assembly and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.